Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the "outlet of the oxygenator preconnecton is loose. Was able to be pulled despite ratchet clamps." There was no delay in surgery procedure.

Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).